Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on july 12, 2021. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the sm mpp gel 425cc breast implant was observed with no apparent damage or visual anomalies. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 9, 2021, mentor completed evaluation of the returned device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 425cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with 425cc mentor memorygel breast implant experienced bilateral rupture post procedure. It was stated that the implants broke after a car accident. The diagnosis of rupture was made through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2021. See 1645337-2021-03495 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on may 24, 2021. Magnetic resonance imaging results indicated gel leak, rather than rupture of the device. The device was explanted and found to be intact. The explant date was clarified to be (B)(6) 2021. Bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed with explant. The mentor failure analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: gel bleed/chest injury. Manufacturer¿s reference number: (B)(4).